Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Once the product is received and evaluated, the investigation findings code will be updated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in the mitral position. During the procedure, an air embolism was detected. All preparation steps were performed as per instructions for use. The implant system was introduced in the guide sheath (gs) with the gs handle in the upwards position (approx. 30cm by the second implant before the first implant), followed by aspiration and flushing. Once the implant was out of gs (closed,) air bubbles were noticed on echo in the right coronary artery resulting in a drop in blood pressure and arrhythmia (slow heartbeat). Cardiopulmonary resuscitation was started with atropine administered. The patient was stabilized, and the procedure was continued with a good mitral regurgitation outcome. The patient was noted to be doing well post-op.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). H10: a supplemental MDR is submitted based on additional information received from an edwards clinical specialist. The patient died on pod 3 due to heart failure. As per medical opinion, the death was not related to the procedure.

Event description:
Edwards received notification of a pascal precision procedure in the mitral position. During the procedure, an air embolism was detected. All preparation steps were performed as per instructions for use. The implant system was introduced in the guide sheath (gs) with the gs handle in the upwards position (approx. 30cm by the second implant before the first implant), followed by aspiration and flushing. Once the implant was out of gs (closed) air bubbles were noticed on echo in the right coronary artery resulting in a drop in blood pressure and arrhythmia (slow heartbeat). Cardiopulmonary resuscitation was started with atropine administered. The patient was stabilized, and the procedure was continued with a good mitral regurgitation outcome. The patient was noted to be doing well post-op. The patient died on pod 3 due to heart failure. As per medical opinion, the death was not related to the procedure.

Event description:
Edwards received notification of a pascal precision procedure in the mitral position. During the procedure, an air embolism was detected. The implant system was advanced too far into the gs prior to aspirating (approx. 30cm). Once the implant was out of gs and closed, air bubbles were noticed by the echocardiographer. There was a drop in blood pressure, heart block, and st elevation. CPR was started, and administration of atropine medication. The patient stabilized in 5-10 min. The procedure was continued with a good mr outcome. The patient was noted to be doing well post-op. The patient died on pod 3 due to heart failure. As per medical opinion, the death was not related to the procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h6, and h10. H10: a supplemental MDR is submitted based on additional information received from edwards clinical specialist and the manufacturer's device evaluation. The actual device involved in the adverse event was not returned for testing therefore, representative units were utilized for testing. As reported by the clinical specialist that before aspirating the guide sheath, the physician inserted the loader and implant through the guide sheath seals and advanced the implant system approximately 30 cm. Per the instructions for use (IFU), the guide sheath should be aspirated after the implant and loader have been inserted, the loader has been removed, and the implant is positioned just distal to the distal tip of the loader and guide sheath seals. Testing has demonstrated that aspirating the guide sheath with the implant system inserted 30 cm into the guide sheath is not as effective as aspirating with the implant just distal to the guide sheath seals. Testing was conducted assuming air had not been introduced due to user error during steps prior to implant system insertion and guide sheath aspiration. Any air introduced prior to these steps could amplify the volume of air seen at the conclusion of implant system insertion after aspirating the guide sheath.